Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer had not yet addressed the high bg as they typically rely on the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.